Manufacturer narrative:
Article citation: sangani, r., shukla, p., & habiel, m. M. (2026). Management of mixed mechanism glaucoma secondary to newcoloriris implant using an ab externo xen gel stent. Case reports in ophthalmological medicine, 2026(1). Https://doi.org/10.1155/crop/9742946 multiple requests for further information have been made. Abbvie has received no response from the authors. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of cataract formation/progression is a known potential adverse event addressed in the product labeling.

Event description:
Review of the article "management of mixed mechanism glaucoma secondary to newcoloriris implant using an ab externo xen gel stent" from the journal case reports in opthalmological medicine, healthcare professional reported a case patient who underwent ab-externo xen®45 gts implantation in the left eye. Five months later, patient had significant cataract requiring cataract surgery with placement of an intraocular lens. Events resolved. Device remains implanted.